Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse went on-site conducted a reboot and no issues were found. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that during da vinci-assisted surgical procedure, site contacted intuitive technical support engineer (tse) to report no bipolar or monopolar energy. The site power cycled the erbe, the system and changed cords with no change. Site used third party generator. The procedure was completed with no reported injury.